Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they cannot properly bite down and one of their bottom teeth touches the back of their front top teeth and prevents them from having a comfortable bite down. Patient submitted photos and video, advised patient to do a 14 day rest period for posterior open bite. Patient requested to update with video for re-eval.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.